Event description:
Lap cholecystectomy: "little bleed on gall bladder which (B)(6) wanted to occlude using clip applier. First few clips fired but did not stay on and fell off resulting in bleeding. Then it stopped firing clips. Clips applied successfully with other device." Patient status: "patient was fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which loads the clip into the jaw, had sustained damage. Engineering attempted to actuate the unit and found that the trigger was jammed, which prevented the remaining clips from being fired. The unit was disassembled for further evaluation and excessive debris was noted around the internal components. The root cause could not be determined as engineering was unable to evaluate the unit for functionality. The exact root cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.